Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for eval. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the port was leaking around base. Found prior to insertion.